Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a procedure for aortic valve replacement an external pulse generator (epg) was used at ddd mode "80/min with a pacing wire to treat a patient with a complete heart block. The following day when the sternal dressing was changed the patient suffered a cardiopulmonary arrest, it was confirmed the external pulse generator (epg) was on but no longer pacing and the electrodes did not appear to have been mobilized. It was reported that at the same time resuscitation was started, the patient inhaled massively before intubation. An electro-drive probe (sees) was placed. It was stated that pacing did not occur when required, leading to "prolonged cardiac arrest and further complications of inhalation, pneumopathy and low flow complications". The patient was treated with antibiotics for treatment of the inhalation pneumonitis. It was also stated that epinephrine and a non-selective beta-adrenergic receptor agonist was also used to treat the patient. Later the same day, it was observed that the external pacemaker and the same electrodes were working again without any additional manipulation. The sees was left as sentinel and the patient was effectively "electro-trained" by the external pacemaker until the patient died 2 days later due to multi organ failure. It was reported that it was considered that the electro-drive defect was at the origin of the cardiorespiratory arrest is linked to the patient's death. It was noted that the pulmonary inhalation is responsible for septic shock with multi-organ failure in the course, leading to the patient's death. It was reported that the low flow and pneumopathy resulting from complications of cardiac arrest, secondary to lack of stimulation and atrioventricular (av) blockage contributed to the patient¿s death.